Event description:
Reportable based on device analysis completed on 19mar2026. It was reported that the cutting balloon could not be pushed out normally. The 90% stenosed target lesion was located in the mildly tortuous and 270 degree calcified left anterior descending artery. A 15mmx2.50mm 7f wolverine coronary cutting balloon was selected for use. During the procedure, the cutting balloon could not be pushed out normally. The procedure was completed by replacing with the new balloon. There were no complications and the patient was stable postoperatively. However, device analysis revealed pinhole perforation 5.4cm from the distal tip.

Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection identified no issues with the hypotube shaft. No issues or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the outer lumen identified a pinhole perforation 5.4cm from the distal tip. Additionally, microscopic examination of the shaft identified a bunched inner wire lumen located 4.9 cm from the distal tip. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A single device video was returned with the complaint information, showing the physician unsuccessfully attempting to load the device over the wire, and single device image was returned with the complaint information, showing a distal part of the device. During wire insertion test, the device could not be loaded or tracked on a 0.014 inches test guidewire due to the damage on the inner wire lumen. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event. This code was selected as the most probable complaint cause based on the information available. The complaint reported that the device could not advance. Returned product analysis identified the inner lumen was stretched and bunched in the polymer extrusion. Based on the available information available it is likely that the cause for this failure is damage to the inner lumen which would prevent the wire from loading properly. It is unknown how this damage might have occurred. One possibility is that an excessive force was applied to the device while removing the product mandrel causing the inner lumen to stretch and bunch. This caused in turn the guidewire to advance though the damage inner and perforate it and allow it to exit through the outer shaft section rather than through the guidewire port. E1-initial reporter facility name: (B)(6). E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).